Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was incorrectly displayed. Reportedly, the pump was at 80% and then dropped to 55% after being plugged in. Additionally, it was reported that the wall charger was not charging the pump. The customer inserted a different usb cable to the wall adapter and the pump battery percentage went up to 100%. There was no known impact to the customer's blood glucose.